Event description:
It was reported that the cysto-nephro videoscope had damage at the distal tip bending section cover rubber. The issue was observed during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to correct the legal manufacturer's contact information and facility registration number. The correct facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected/prevented by following the instructions for use which state: instructions. Visera cysto-nephro videoscope; olympus cyf type v2; olympus cyf type va2; olympus cyf type v2r. Important information ¿ please read before use do not damage the endoscope¿s distal end, insertion tube, bending section, video connector, and light-guide connector when you transport and reprocess the endoscope. Do not coil the insertion tube, universal cord, or video cable into a diameter of less than 10 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.